Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing. In addition, an untreated episode was also recorded. Technical services (ts) was contacted and commented that the morphology looked different than the normal presenting morphology. Ts also discussed possible reprogramming options and possible outcomes. This electrode remains in service. No additional adverse patient effects were reported.